Event description:
Buttons were reported to be sticking. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up and was noted to be in the process of renewal; further information was not obtained.